Event description:
It was reported that "patient with a left radial arterial line inserted at the middle third of the forearm. The patient reported pain at the insertion site and delayed capillary refill in the thumb and index finger (approximately 5 seconds). A damped waveform and absence of blood return were observed; therefore, it was decided to remove the arterial line. Following removal, the pain improved and the capillary refill time decreased to approximately 3-4 seconds." The device was removed and replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).